Event description:
The patient reported their blood glucose level reached 270 mg/dl (15 mmol/l) while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site on the hip/buttocks, the pod's cannula was found bent. The patient also mentioned they noticed a little bit of insulin leaking. As treatment, the patient used manual injections to try and lower their bgs. A new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.